Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. On 2 different cor runs, the first test was hpv positive, and the second test was hpv negative. Sample was tested the third time using viper lt and gave a negative result. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern about a discrepant result for a patient sample, which required review of the customer complaint history, review of the bhr records, review of the customer provided run files, and retain testing of the available hpv reagents. Review of the bhr records did not indicate any discrepancies or issues. The retain testing of the available hpv reagents did not demonstrate any abnormalities; the reagents passes acceptance criteria for release. Review of the customer provided information and materials demonstrated that the patient sample in question was negative in the first run, as well as the negative control sample. Bd observed that in the second run the sample in question was positive for hpv 45. According to the customer, the sample was processed on the viper to resolve the discrepant result. In the first run, in which the negative control failed and produced invalid results for all samples involved, the system employed several automated quality control checks, determining that the signals did not adequately meet the criteria of an amplified reaction to result in a positive call. The purpose of this quality check in the algorithm is to prevent false positive results from being reported to the clinician and patients. In the second run, in which the patient result was valid since both quality controls passed, the patient sample in question was positive for hpv 45, and per bd labeling guidelines, additional testing for the patient sample is not recommended. Lastly, the bd hpv assay according to the IFU is not 100% sensitive or specific since detection is dependent on the number of copies present in the sample, stage of infection, presence of interfering substances, etc. In conclusion, while the bd hpv onclarity¿ assay automated algorithms have high accuracy, bd acknowledges that discrepancies may occur and are expected when repeating samples. Bd understands that the customer values quality and accuracy and will continue to monitor and investigate issues raised by the customer. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. On 2 different cor runs, the first test was hpv positive, and the second test was hpv negative. Sample was tested the third time using viper lt and gave a negative result. There was no report of patient impact.